Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and electrical chemical came out. A field service engineer encountered a pulsing power supply issue, which was tested and found to be working. The half height drawer's solenoid plunger was frozen due to thermal damage. After replacing the solenoid and drawer board, the drawer opened upon reboot. The communication board and drawer were replaced again, allowing the station to boot up. However, the inventory pockets were not recognized in the storage space configuration and test software. The drawer failed after opening once in the test software and replaced the drawer and new spares. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction with drawers 4.1 and 4.2, producing an electrical chemical odor, which prompted them to deactivate the unit. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.